Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the event occurred during a total knee arthroplasty while implanting the tibial component. No fractured pieces were retained by the patient.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tibial impactor head fractured. Multiple attempts have been made to obtain additional information. No further information provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual evaluation of tibial impactor head exhibits signs of repeated use (nicked or gouged) and has fractured. This information confirms the reported event. A review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue was due to repeated use of this instrument for more than 5 years of field life; which causes wear and tear to the instrument and led to the fracture. Package insert states inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. It is also noted in the IFU - any decision to remove a broken drill or drill fragments is left to the surgeon¿s discretion and must take into account the associated risks. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.